Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary reconstruction breast surgery with cpx4 with suture tabs medium height smooth expander on both sides and experienced bilateral expander deflation and early onset seroma. As a result, surgical intervention was performed and the expanders were explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.